Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following the intraocular lens (iol) implant procedure, the patient experienced intolerable night halos even with -0.50 residual myopia with day and near vision was good. The lens was explanted and replaced with an noncompany lens 25 days following the initial implant procedure. Clinical reason for explant was mentioned as halos/nighttime dysphotopsia which was much more intense than expected. Additional information has been requested, yet no new information received